Event description:
It was reported that during use, the device exhibited a system failure: acu watchdog failure. Per there reporter, there were no adverse patient effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed broken bottom housing. Even history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty speaker and cracks found on the bottom housing near the speaker. The bottom housing and speaker were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.